Manufacturer narrative:
Device manufacture date: 01/23/2018. The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection on the photos revealed a missing connector. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported problem was confirmed. The cause of the condition was determined to be caused by the seal packing machine. The tubing had become caught and was sealed off the device. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the connector of a luer-activated valve flo-guard solution administration set was missing. The issue of a missing component was observed before patient use. There was no patient involvement. No additional information is available.